Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly and the battery was at elective replacement indicator. The device was explanted on 11/11/13.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.